Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was found to be at eri. Premature battery depletion suspected. Battery trend showed a dramatic drop in (B)(6) 2009.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. No high current drain sources were found throughout testing. The battery was sent to the vendor for further analysis, and no anomalies were found that would cause the battery to deplete. The cause for the premature battery depletion could not conclusively be determined.